Event description:
Infant underwent cardiac procedure. During removal of loban product the material appeared "goopy" and skin adhered to product. Patient's wound worsened, progressing to a large, full thickness burn requiring surgical debridement, and potential future surgeries. Loban product was applied and removed per manufacturer guidelines and instructions.